Event description:
Additional information was received that product analysis was completed on the handheld and flashcard. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. Once the solder connections were restored, no further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.

Event description:
It was initially reported that the hospital was having an issue with one of their handhelds. The handheld was fully charged and unplugged from the wall. While attempting to program in the patient's initials the screen would go black out and remained blacked out with the screen was tapped. The power button was pressing and a message would come up asking to delete the memory like it was going through a hard reset. A hard reset was completed by following the prompts but the same thing happened several times. Another handheld was used for the surgery with no issue. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planed but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.